Event description:
A talent captivia thoracic stent graft system was implanted in a pt for the endovascular treatment of a 6 cm in diameter thoracic aortic aneurysm extending from approx 2 cm distal to the left subclavian to the celiac artery approx one month ago. The vessel morphology was reported as the aorta had a steep arch, and the aortic neck was 35-36 mm in diameter. There was a moderate amount of thrombus throughout the aorta. Iliacs were 6.5 mm in diameter w/o calcification or tortuosity. The stent graft was successfully implanted via the left side, which was the better of the two iliacs. Due to the narrow iliac diameter, the 24 fr talent captivia device (ref MFR# 2953200-2011-01140) had a little resistance when being advanced. However, the device was able to be delivered to the intended landing zone w/o kinking. The 25 fr distal talent device (ref MFR #2953200-2011-01141) could not be advanced at all but did not kink. A retroperitoneal incision and conduit were then used, and the distal main was then delivered and deployed w/o issues. Later the evening, the pt had a large left frontal cerebral infarction. A radiologist commented that there might have been emboli going up the left carotid artery. It was reported that the nine days post stent graft implant, the pt expired due to a large cerebral infarction.

Manufacturer narrative:
(B)(4). Eval, results: (death, occlusion), (moderate amount of thrombus, narrow iliac vessels). Conclusions: (moderate amount of thrombus, narrow iliac vessels).